Event description:
It was reported that during a gastric bypass procedure, no staples came out of the loose cartridge. Tissue was cut. There was no patient consequence and procedure was finished with like device.